Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their information center froze and was not responsive to keyboard or mouse inputs. The device was in use monitoring patients.